Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Call was received from customer's diabetic educator who states that customer was hospitalized due to having diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2015 with blood glucose of 473 mg/dl. It was reported that customer had an empty reservoir and it was believed that high blood glucose was caused by a bad site and customer did not have any more supplies. It was also reported that insulin pump was cracked at battery compartment. It was reported that insulin pump would need to be replaced.